Event description:
The customer tested his blood glucose and received a reading of 60 mg/dl. He retested in less than 10 minutes and rec'd a reading of 239 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust medication or allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.